Event description:
The customer reported that upon opening the package, they noticed the pad partially discolored. The pad was not used on the pt. Initial evaluation of the returned sample found the pad did not have continuity.

Manufacturer narrative:
(B)(4). The incident sample has been received and is under evaluation. When the evaluation is complete, a follow-up report will be submitted.